Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose on (B)(6) 2021, with blood glucose of 30 mg/dl. Customer was in emergency room as a result of low blood glucose level. The customer was not treated and had collapsed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had alleged that insulin pump was over delivering. The reservoir will not will be returned for analysis.